Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was implanted, and after a few minutes there was no capture. The leadless ipg was explanted. No patient complications have been reported as a result of this event.